Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon tenth inflation, the balloon ruptured at the distal side at 8 atm for 5 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.